Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, a minimum fill notification occurred after the cartridge was filled with 200 units of insulin. Customer's blood glucose was in the 120's (mg/dl). Reportedly, a new cartridge was loaded to address the event and insulin delivery was resumed.